Event description:
The customer reported that the image on the screen was going blank and required a system reboot to regain the live image. There is no report of pt injury associated with this pt.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable, the ps1 power supply and ps1 cable were replaced. The system was then found to be operating as intended.